Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value is unknown. The customer changed the infusion set but alarm happened again. After troubleshooting, it was determined that the alarm might have been caused by a reservoir occlusion. The reservoir would be replaced and returned for analysis.